Event description:
Procedure type: pancreaticojejunostomy. According to the reporter: while using the fifth needle out of eight needles in the packet, a doctor noticed needle at one end of suture was not attached. The needle was found in the packet. Another packet was opened and the doctor took needle out with needle-forceps. However, only needle was removed and suture was left behind. There was no bleeding or tissue damage. Nothing fell into cavity. Patient: under observation, no other patient information available. It took them about 30 min to find the needle so or was extended about 40 min in total.